Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc was reopened due to receipt of additional information from medical records on sep 1, 2020. On (B)(6) 2020, the patient underwent an explantation left total knee arthroplasty with placement of temporary antibiotic-loaded spacers to address failed left total knee arthroplasty secondary to sepsis, status post irrigation and debridement with retention of components. Depuy cement was utilized during this procedure. The surgical notes noted that the patient had experienced pain prior to surgery and that there was evidence of osteolysis. It was noted that a block of bone came off the tibia during the revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a device history record (mre) review, was not possible because the required lot code was not provided.